Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of a remote transmission from less than one month post-implant showed the right atrial (ra) lead exhibited undersensing of the atrial arrhythmia in progress on current electrograms (egm), and during stored atrial tachycardia/atrial fibr illation (at/af) episodes, at times causing false device-classified termination of at/af events in progress. Follow up received from the clinic indicated that three weeks after the implantable cardioverter defibrillator (ICD) system implant procedure, the patient expired. The cause of death was due to underlying health issues of pulmonary embolism/pneumonia complications, poor respiratory status, and anemia.